Event description:
Patient was complaining of pain in left breast. Silicone implants were removed on 3/11/92. Implant from right breast was leaking. Implants sent to histology. Visual exam confirmed silicone implant removed from right breast leaking. Lab specimens kept 3 to 4 weeks and then discarded. No identifying numbers or marks were seen on silicone implants to identify manufacturer, etcinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data, invalid data. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.